Event description:
On 6/6/24 an ilet user reported experiencing a low blood glucose (bg) event requiring assistance. The event occurred on 5/27/24. The user reported their bg dropping to 47 mg/dl, with the hypoglycemia lasting less than an hour. The user does not remember what led to the hypoglycemia. Ems treated the user at home with a glucose IV, after which the user experienced chest pains and was taken to the hospital due to a history of heart failure. The user reported going into a "diabetic coma" but also reported not losing consciousness and was able to drink orange juice before ems arrived. Bg levels were at the target range upon arrival at the hospital, where the user was treated for chest pain. The user was admitted on (B)(6) 2024 and released on (B)(6) 2024. The user plans to continue using the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms a brief and mild episode of low cgm glucose values during the reported event period. The hypoglycemia was preceded by a period of hyperglycemia after a usual lunch dose was delivered. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Review of device data on the days prior to the event show a similar sized usual lunch dose being delivered at a similar time and with a similar cgm glucose; these doses do no result in a period of hyperglycemia nor a period of hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was likely caused by the user underestimating the carbohydrate content of their meal. This would have resulted in the meal announcement dose being too small, leading to a period of hyperglycemia and late postprandial insulin dosing, increasing the user's risk of hypoglycemia.